Event description:
It was reported that patient was in or when sheath was inserted in femoral artery. Iab was inserted through sheath; md found he could not remove guide wire from iab. As a result, md brought iab back through vessel to sheath to possibly "free up" guide wire. Md did not want to remove iab from patient because patient was fully heparinized & would have bled during case. Iab was pulled back to sheath & at end of the case iab was removed. After iab was removed from patient, pressure was applied to groin & patient was moved to ICU. There were no reported patient complications. After case, perfusionist noticed a small kink in guide wire & part of guide wire appeared to be "lifted up." Iab & guidewire was inadvertently thrown away by hospital house cleaning. A follow-up report will be filed if more information becomes available.

Manufacturer narrative:
.